Manufacturer narrative:
It was reported to philips that the display is missing soft key the field service engineer (fse) found the display softkey damaged. The device needs a display. Upon conclusion of the evaluation, it was determined that the display requires replacement. It was replaced. The device passed testing and was put back into service.

Event description:
It was reported to philips that the display is missing soft key. There was no patient involvement.